Manufacturer narrative:
Additional information was received and noted the following: since the impella cp placement via groin was unsuccessful the physician strategy changed. The plan was to place impella 5.5 via axillary artery. However, the impella 5.5 was never implanted. As axillary cut down was being performed the physician placed cp via axillary instead due to the patient quickly decompensating. The outcome of the patient following the second implant is unknown at the time of this MDR writing. H6 health effect - impact code required correction to reflect the impella pump was replaced. Consequently, h6 health effect - clinical code/impact code and medical device product code were updated/fully repopulated. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the dyspnea, the cause was not determined due to insufficient clinical details. Regarding the unable to deliver or advance (delivery issue), the cause of the deliver issue was determined to be patient condition as the patient had poor calcified iliac/diseased vessel preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp was unable to be inserted due to the patient calcified iliac. The cp was removed and iliac was ballooned but insertion was unsuccessful. The third attempt, the iliac was stent but still unsuccessful cp placement. A decision made to abort impella insertion. The patient on the operation room table was complaining of chest pain and shortness of breath. The impella 5.5 was implanted.